Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much time was the surgical procedure extended by (minutes/hours)? Was there any change in the procedure or post-operative care of the patient?

Event description:
It was reported that during a lap sigmoidectomy, ¿staples went out but never sealed. Rectum was partially cut.¿ a second ecs29a was used to finish the surgery and significant or time was added. It is unknown if there were any adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r58z1g. Device evaluation summary: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: how much time was the surgical procedure extended by (minutes/hours)? It extended the time by 60 minutes per the customer. Were any patient consequences or changes to the post-operative care of the patient reported to you? They did not share that information. My contact said that was all the info she had.